Manufacturer narrative:
Initial MDR submission with device evaluation. It was reported the syringe tip broke in a stopcock. To aid in the investigation, one sample together with a stopcock was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel luer tip is broken. The part missing is in the stopcock. No other defects or imperfections were observed. This defect could occur if additional torque was applied with connecting the syringe to the stopcock. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 309653. Batch # unknown. It was reported by customer that syringe tip broke on stopcock while pushing a ns bolus on patient who was hypotensive. Verbatim: rcc received a complaint via email. Email(s) attached. Syringe tip broke on stopcock while pushing a ns bolus on patient who was hypotensive. Had to stop intervention for new parts.

Event description:
No patient harm.

Manufacturer narrative:
Follow up MDR submission for additional information. Annex e and annex f codes updated.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the syringe tip broke in a stopcock. To aid in the investigation, one sample together with a stopcock was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel luer tip is broken. The part missing is in the stopcock. No other defects or imperfections were observed. This defect could occur if additional torque was applied with connecting the syringe to the stopcock. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. To answer your inquiry, yes this occurred while in use with a patient but no serious injury/harm done. I am unsure if they were manually pushing the medication in this case but I will get in contact with the nurse and get back to you. Material # 309653, batch # unknown. It was reported by customer that syringe tip broke on stopcock while pushing a ns bolus on patient who was hypotensive. Verbatim: rcc received a complaint via email. Email(s) attached. Syringe tip broke on stopcock while pushing a ns bolus on patient who was hypotensive. Had to stop intervention for new parts.